Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017.

Event description:
It was reported that the patient received the "elective replacement indicator" (eri) error message prematurely. The message cleared after the app was updated. The device is still providing therapy to the patient.